Event description:
It was reported that during a percutaneous coronary intervention procedure, a partial blade detachment occurred. The 90% stenosed lesion was located in the severely calcified and severely tortuous mid left anterior descending artery (lad). The physician attempted to cross the lesion with the 3.0 x 10mm flextome monorail cutting balloon, however, the attempt was unsuccessful. The lesion was pre-dilated and additional attempts were made to cross the lesion, however, these attempts were unsuccessful. Next, poba was performed. As the physician was loading the flextome over the guide wire, it was noted that a portion of a blade on the flextome balloon had lifted, but remained intact. The physician successfully completed the procedure with a different device. No pt complications were noted and the pt's status was reported as "good".

Manufacturer narrative:
It is indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).